Event description:
Company representative reported on behalf of healthcare professional "300 cc sizer and was expanded to 370", "no holes anywhere else on the back but the expander deflated", "there is an accumulation of the dye", and "in the seam is where it has ruptured and the patient has had this deflate". Device was not implanted. It is unknown whether patient contact occurred, but it has been reported that this "impacted [the physician's] ability to expand the patient and [they] had to deviate from [their] pre-op plan".

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: n/a; "expander deflated" during surgery.